Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the x-ray tube. The system was tested, found to operating correctly, and relased to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 9600 fluoroscopy system was reported to have an arcing issue.